Manufacturer narrative:
Section d4: corrected section h4: corrected manufacturer's investigation conclusion: the reported event of a yellow wrench alarm resulting in a controller exchange can be confirmed. The submitted log files from the primary system controller, serial number (B)(6), were reviewed. The periodic log file appeared to show the system operating as intended between 24march2024 and 3apr2024. Data recorded at 19:37 on 3apr2024 showed that the driveline and external power (14v batteries) had been disconnected from the system controller and a backup battery fault fault alarm, which results in a yellow wrench alarm, was active. The backup battery fault alarm was associated with an ebb load test fail (error code f36) the circumstances leading up to this condition could not be determined due to the events from this time being pushed out of the corresponding event log file by newer events. The two lines of data recorded after this (20:37 and 21:37) showed that the pump and external power had been reconnected to the system controller and the pump was operating at the set speed with no active alarms. The event log file contained data from 20:10 to 22:23 on 3apr2024. The log file captured intermittent low flow hazard alarms due to the estimated flow being calculated below the low flow threshold of 2.5lpm. These events showed corresponding elevations in pi. Estimated flows below 1.0lpm were captured during the final 20 minutes of the log file. External power was disconnected from the controller at 22:13, resulting in a no external power alarm. The driveline was disconnected at 22:14 and reconnected approximately 1 second later, however, the pump did not resume operating at the set speed due to there being no external power source connected to the system controller. The driveline was again disconnected at 22:16, followed by the controller being shutdown at 22:23. The system appeared to function as intended for the duration of the log file. The submitted event log file from the backup system controller ((B)(6)) contained approximately 1 minute of relevant data. The log file showed the controller being connected to a power module, followed by the pump being connected and ramping up to the set speed of 5500. The exact date and time this occurred cannot be determined because the controller clock had not been set. The system appeared to operate as expected during this time. The submitted periodic log file from the backup system controller ((B)(6)) did not contain any relevant data. The submitted lvad event log file contained data from 20:02 through 22:14 on 3apr2024. The log file captured a brief decline in estimated flow below 2.0lpm at 21:35. Flow increased to the 2.7-3.8lpm range until 21:53 when flow decreased to the 0.4-1.0lpm range, where it remained for following 20 minutes until the driveline was disconnected and reconnected to (B)(6), as observed in the controller event log file. The final seven lines of data are consistent with the pump being connected to (B)(6), and showed the pump operating at the set speed. All of the captured events appeared to show the pump operating as intended. The evaluation could not conclusively determine the cause of the low flows captured in the submitted log files. All of the captured data appeared to show the system functioning as intended. The root cause of the backup battery fault alarm captured in the system controller, serial number (B)(6) periodic log file was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the backup battery faults. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev g, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, rev g, under section 2 system operation, covers ¿replacing the current system controller¿. The document contains a warning regarding the importance of the external power source during a controller exchange: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2024, there was a yellow wrench alarm on the patient's system controller. The patient first changed out their batteries in an attempt to resolve the alarm, but when this didn't work, the patient exchanged their own system controller. After the patient changed their controller, they started to feel unwell and collapsed to the floor. An ambulance was called, and the paramedics performed cardiopulmonary resuscitation (CPR) on the patient for 3 hours until they arrived at the hospital. Upon arrival to the hospital, the patient was declared dead, and it was written that the cause of death was device failure. The log files from the original primary system controller were reviewed and found that the rotor noise was in a higher variability than typical for a pump. The range was of 16 over the course of the last week and a half. The pump periodic files showed there was one pump reset between 18:22 and 19:22 on (B)(6) 2024 and then one other pump reset at 19:43. It's possible that these resets correlated to the time the patient exchanged their system controller. The last periodic log was recorded at 21:43 and the last event recorded on it was at 22:14, which suggested the pump was disconnected a final time between 22:14 and 21:43. The flow was extremely low for the last 20 minutes of the event log, but the pump appeared to have been working properly. It appeared there may have been a clinical event sometime between 20:11 and 20:31 that resulted in a significant drop in flow to 3 lpm. Then the following 1 hours and 20 minutes showed a wide swing in flow (1.4 to 3.9 lpm) before the drop to less than 1 lpm sometime after 21:50. All other pump parameters were normal during that time, there was no apparent pump failure observed in the log files. The cause of death was unknown. The device operated as expected. The device was not explanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the alarm that occurred on the system controller on (B)(6) 2024 was a backup battery fault.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.